Manufacturer narrative:
(B)(4).

Event description:
Clinical research associate contacted dexcom on behalf of a trial patient on (B)(6) 2016, to report that on (B)(6) 2016, the trial patient's receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.